Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including, nissen fundoplication takedown, hernia repair, and linx device implantation occurred without issue on (B)(6) 2017. Patient had a hiatal hernia repair procedure on (B)(6) 2018. Device explant due to ongoing gerd occurred on (B)(6) 2018. A fundoplication was performed at the time of explant. Device was found in the correct position/geometry. It was noted that "many adhesions" were observed and it was a "difficult explant".